Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00111. D10 medical devices: all-poly patella cemented 38 mm diameter catalog#: 42540200038, lot#: 64063597. Femur cemented cruciate retaining (cr) standard right size 10 catalog#: 42502606802, lot#: 64193342. Articular surface fixed bearing cruciate retaining (cr) right 10 mm height catalog#: 42522000510, lot#: 64273092. G3 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately three and a half years post-implantation due to misalignment of the tibial plate and overstuffing of the patella, leading to a limited range of motion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.